Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the hospital with heart failure and it was noted the cardiac resynchronization therapy pacemaker (crt-p) had previously reached elective replacement indicator (eri), with indication of unexpected longevity. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.